Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal due to power loss, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a blown fuse in the table base that powers the table locks. The fe replaced the fuse and verified that the locks were performing according to specifications.